Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe pelvic pain') in an adult female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("other (list): migraines/ migraine/headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menstruation irregular ("irregular menses") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, abdominal pain, dysmenorrhoea, dyspareunia, menstruation irregular and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received. New events added: abdominal pain, menorrhagia, dysmenorrhagia, dyspareunia,irregular menses were updated to recovered/resolved. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe pelvic pain') in an adult female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular, vaginal bleeding, back pain, fatigue and uterine fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia/painful sex"), menstruation irregular ("irregular menses"), menorrhagia ("menorrhagia"), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy, surgery to remove implant device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, abdominal pain, dysmenorrhoea, dyspareunia, menstruation irregular, menorrhagia, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: essure coils were placed in bilateral tubal ostia without complications 2 coils exposed on right 2 coils exposed on left. Confirmed pou yes( as reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff information form received. Events "unusual bleeding, unusual periods and cramping" was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain") in an adult female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("other (list): migraines"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain") in an adult female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("other (list): migraines"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.